Event description:
It was reported that the unit intermittently jumps into standby mode on its own. It was further reported that the unit has a damaged button.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.